Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation no root could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center displayed b30 and e216 errors in the middle of a case with two separate 190 series scopes. The issue was found during a diagnostic procedure and were cleared by cycling power to the device, but occurred again. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed by the technician who instructed the customer to reseat the communication cables going between the cv-190 and clv-190, clean the clv-190 socket, and clean the contacts on the scope with 70% ethyl or isopropyl alcohol using a lint-free cloth. Nothing corrected the errors. The customer was informed that the errors were likely caused by the cv-190 and needed to be sent in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.